Manufacturer narrative:
(B)(4) as a repackager and private label distributor issued a supplier corrective action request (scar) to fine surgical instruments, inc. On 05/23/2016 reporting the complaint issue. The manufacturer has just received this complaint for investigation initiation at this time and they do not have any investigation conclusions available yet. (B)(4) has used the clamp in convenience kits and repackaged the item since 2010. We have reviewed our complaint database and have found no other related complaints. Based on our trending analysis, this appears to be isolated. Current inventory inspection of the instrument meets specifications. The inventory evaluated tightened and loosened appropriately.

Event description:
(B)(4) is a repackager and private label distributor of the gomco clamp. The clamp is manufactured by fine surgical instruments as vendor part (B)(4). (B)(4) received a complaint from (B)(6) on (B)(6) 2016 that hospital staff had reported that a gomco clamp was not clamping down properly and was not loosening/tightening properly. Medical action industries contacted the hospital for additional information regarding any associated adverse events. The hospital responded on (B)(6) 2016 that there was extra bleeding associated which warranted intervention. On 05/25/2016, the physician further clarified that the gomco clamp was difficult to tighten. Once it was tightened, it was very difficult to get off. This resulted in excessive bleeding which required a urologist coming in to place sutures. (B)(4) notified fine surgical instruments on 05/23/2016 by supplier corrective action request.